Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if any further issues arise.